Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low flow hazards. Although a specific cause for the low flow hazards could not conclusively be determined, the account communicated that they were due to an outflow graft obstruction. The submitted log file contained data from (B)(6) 2020 at 11:51:31 to (B)(6) 2021 at 10:23:28. There were numerous transient low flow events, where the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 235 low flow hazards. The pump operated above the low speed limit of 8800 rpm for the duration of the log file. The pump appeared to operate as expected. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2018 . The current heartmate ii lvas instructions for use (IFU) provides information regarding how to prepare and attach the sealed outflow graft for implant, and it states that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information on all system alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a stent procedure was performed. The patient was home and stable. No further low flow events were present.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low flow hazards. Although a specific cause for the low flow hazards could not conclusively be determined, the account communicated that they were due to an outflow graft obstruction. The submitted log file contained data from 04jan2020 at 11:51:31 to 05jan2021 at 10:23:28. There were numerous transient low flow events, where the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 235 low flow hazards. The pump operated above the low speed limit of 8800 rpm for the duration of the log file. The pump appeared to operate as expected. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 15jan2018. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 5 ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section states, ¿verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight¿ under ¿attaching the sealed outflow graft¿. This section warns that ¿failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding¿. The heartmate ii lvas IFU contains a section on ¿pump performance monitoring¿ under section 6, ¿patient care and management¿, which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 1, ¿introduction¿ under ¿explanation of parameters¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 7, ¿alarms and troubleshooting¿ provides information on all system alarms, including low flow hazard alarms, and the actions associated to resolve the alarms. The current heartmate ii lvas patient handbook, also contains a section on ¿alarms and troubleshooting¿ which information on all system alarms, including low flow hazard alarms, and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
A log file review was requested. The log file captured low flow events on (B)(6) 2021. It was reported that the cause of the low flow alarms was identified to be outflow graft obstruction. The plan was for the patient to have stent placement on (B)(6) 2021.

Manufacturer narrative:
B5: known short to shield captured in manufacturer report number 2916596-2018-05883.

Event description:
It was reported that the customer is requesting a replacement non-grounded cable for patient with a known short-to-shield for planned maintenance. No equipment will be returned.